Manufacturer narrative:
The device was not returned to boston scientific for analysis. A database review was conducted by the technical support team, which identified ipg resets occurring during charging in the database logs. When the system resets, stimulation is interrupted for approximately 10-15 seconds before returning to normal operation. The complaint has been confirmed. Bluetooth low energy (ble.cpp) faults were observed while charging, and these can trigger a system reset. The charger's charge field interactions induce noise on the bluetooth communication chipset submodule, leading to internal resets of the chipset. These internal resets, in turn, can cause a system reset. If a system reset occurs, stimulation will briefly turn off and then resume. The user may perceive this sudden change in stimulation status as an overstimulation sensation. Therefore, in the absence of device return and analysis the likely root cause was traced to device design. D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Event description:
The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg remains implanted in the patient.